Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat urinary incontinence, menorrhagia, dysmenorrhagia and mesh was implanted and concurrently vaginal hysterectomy, bilateral salpingectomy, enterocele repair were performed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, uti, and cystitis.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.